Event description:
It was reported that during a procedure on the left anterior communicating artery, as the physician deployed the 4th coil, the coil mass was protruding into the parent vessel. A stent was placed and the coil mass was pushed up into the aneurysm. Two days post procedure an asymptomatic cerebral infarction was confirmed by MRI. No additional treatment was done. The patient was discharged from the hospital 10 days post procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of death and patient complications are noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Device remains implanted.